Event description:
Pt had trigeminal neuralgia being treated with radiation. Field size of radiation given was to be 5x5 and was discovered to be 10x10. Three weeks later, pt admitted with a-fib, debility, neuralgia, weakness and mental status changes - unclear if related to overexposure. There were 2 other pts also treated during the time frame of 2009. Pt a female hospitalized 4 days later with nausea, vomiting, dehydration. The third pt, a female did not require hospitalization but on follow up exam noted to have persistent alopecia. Incident investigated - it is believed that during a software upgrade in feb/march a programming point for arc treatment was not set properly for transfer into record and verify. The arc plan came across as a static technique. When checking parameters we noticed no stop angles and when arc mode was chosen from drop down menu stop angles populated. At that point it is believed that the field size changed from 5x5cm to 10x10cm for the ficone treatment. At this point it appears that the radiation field expands farther then the secondary collimation shielding capability without the machine restricting fibeam on. Since discovery field size restrictions to not exceed 5x5, have been manually placed into the record and verify system. Manufacturer has been contacted due to concern this may be a design issue related to field size restriction - interlock, or installation programming error.

Event description:
Pt number two - hospitalized 4 days later with nausea, vomiting and dehydration.

Event description:
The third pt - did not require hospitalization, but on follow up exam noted to have persistent alopecia.